Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The cuff was replaced with a new 4.0 cm cuff. No information about the patient's outcome was provided. Additional information receiver. The previous cuff was no longer working as it had a fluid leak. The patient presented recurring incontinence. The patient had a good outcome with no further complications.